Event description:
Caller reported a malfunction on pump with code malf 12, which was resettable. There was no adverse impact to customer¿s blood glucose level. Pump was already replaced, but customer could not program new pump and requested to reset old pump to continue using it until replacement could be programmed.